Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon detachment occurred. The target lesion was located in a coronary artery. A 32x3.00mm rebel stent was advanced to the target lesion. The stent was able to be deployed however the stent delivery system (sds) balloon would not hold pressure. The device was removed and it appeared that the balloon material was not in the correct spot. It was also noted that there was a balloon material on the shaft of the device. The stent was post dilated using another balloon catheter and the procedure was completed. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device lot number, device expiration date, device avail. For eval, returned to MFR. On, device returned to MFR, device evaluated by MFR, eval summary attached, device manufactured date, method codes, result codes, conclusion codes updated. Device evaluated by MFR: returned product consisted of a rebel stent delivery system (sds). There was contrast in the inflation lumen and balloon. There was blood in the balloon. The shaft and balloon were examined. The shaft was found to be inflated/expanded 15.7cm ¿ 16.9cm from the tip, which is proximal of the bi-component weld. The inner shaft was detached at the bi-component weld. The separated end of the midshaft appeared to be jagged and damaged, which indicates that the separation was due to tensile overload. There were numerous kinks throughout the hypotube and shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was reported that balloon detachment occurred. The target lesion was located in a coronary artery. A 32x3.00mm rebel stent was advanced to the target lesion. The stent was able to be deployed however the stent delivery system (sds) balloon would not hold pressure. The device was removed and it appeared that the balloon material was not in the correct spot. It was also noted that there was a balloon material on the shaft of the device. The stent was post dilated using another balloon catheter and the procedure was completed. No patient complications were reported and the patient's status was fine.